Event description:
Patient presented for an elastomeric 5fu pump disconnect and it was noted that the pump had not infused any medication. The pump was noted to be unclamped at both the medication and the port. The port was noted to have brisk blood return when flushed, however the medication was not infusing.